Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization due to high blood glucose levels. The customer's blood glucose at the time was 440mg/dl. The customer's blood glucose at the time of hospitalization was over 600mg/dl. The customer states that the doctor had given her mixed insulin to use on the device and that lead her to end up at the hospital. Nothing is being returned or replaced at this time.